Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was having frequent asymptomatic low flow alarms due to a combination of left ventricular assist device (lvad) placement and hypertension. The customer requested low flow software for the patient's primary and backup system controllers, which was installed (B)(6) 2025. The low flow software resolved the alarms, and the patient was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low flow alarms was confirmed by an onsite abbott representative. The account attributed the low flow alarms to left ventricular assist device (lvad) placement and hypertension. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported hypertension could not be conclusively determined through this evaluation. Additionally, lvad malposition could not be confirmed as no images were submitted for review. The patient remains ongoing on (B)(6) with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including hypertension. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines system controller alarms as well as how to respond to each alarm condition. Following software upgrades, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.